Event description:
It was reported that the patient expired at home. Review of the egm revealed that the patient had a vf episode and the device failed to deliver high voltage therapy. An alert message on the egm showed aborted charge due to possible output circuit damage. Pacing along with the arrhythmia was noted. It appeared there was a vf episode one minute prior to the first episode, however, there were no diagnostics or egm received for this episode. Diagnostics showed 32 aborted charges since the first aborted therapy. Review of diagnostics shows the device appeared to go into reset mode at the time of the first aborted charge. It was not known if the cause of the aborted charges and possible output circuit damage was due to a lead, device, or external emi issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and the output transistors were noted to be damaged.